Event description:
Health care professional (hcp) reported patient (pt) receiving hemodialysis treatment on the baxter sps 1550 device complained of cramps during treatment. Upon completion of the treatment hcp weighted the pt and found that more ultrafitrate was removed than the programmed amount. Hcp reported the device was programmed to remove 2 kg and pt's weight indicated that 3 kg had been removed. The physician was notified and hcp administered normal saline (dose and route unknown). The pt was stabilized and discharged to go home. It was reported that the device alarmed throughout the treatment with low transmembrane pressure alarms.